Manufacturer narrative:
Based on the limited information provided, intuitive surgical has not determined the root cause of the injuries sustained by the patient. If additional information is received, a follow up medwatch report will be submitted to the FDA. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. This complaint is being reported due to the following conclusion: the patient reportedly sustained injuries during a da vinci surgical procedure.

Manufacturer narrative:
The patient's operative report was provided to intuitive surgical on (B)(6) 2013. Additional information provided included post hysterectomy radiology and operative reports. According to the patient's operative report, the patient underwent a da vinci si hysterectomy procedure for massive uterine fibroids. There was no indication of a malfunction of the da vinci si surgical system, instruments or accessories during the surgery. There was no report of an intraoperative complication; however, it was subsequently determined that the left ureter had been severed during the initial operation. On (B)(6) 2012 the patient underwent a cystoscopy with left retrograde pyelogram followed by an exploratory laparotomy and a left ureteral re-implantation. No further information was provided. Based on the information in the patient's op report, isi has concluded that the injury to the patient's ureter likely occurred due to the size of the patient's uterus. Ureteral injury is a particular risk with such a massively enlarged uterus.

Event description:
As part of a legal dispute intuitive surgical received information regarding a patient that underwent a da vinci si hysterectomy procedure on (B)(6) 2012. The legal document alleges that as a direct and proximate result of the da vinci surgical system, instrument or accessory, or its improper and / or unlawful use, the patient suffered thermal injuries to her ureter and bladder. No other information was provided.